Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due loosening. During revision, the hemi head, modular sleeve, bhr cup and anthology stem were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The 2nd revision was performed 5 years later secondary to ¿aseptic loosening¿ with clinical findings of metallosis. The intra-operative notes from that surgery document; ¿the stem was loose and just gently tapping the stem came out very easily¿ ¿the proximal femur was curetted out to get rid of ¿scar tissue as well as some metallosis around the bone.¿ the root cause of the 2nd revision reporting aseptic loosening and metallosis cannot be concluded. While the clinical findings of ¿metallosis¿, the aseptic loosening, and the observations during the procedure may be consistent with an adverse reaction to metal wear associated with metal on metal products, the source cannot be confirmed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.